Event description:
It was reported that the tube of a minicap transfer set was broken in two. This was observed during patient use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4): the cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. Visual inspection identified that the connection sleeve and dark blue connector had separated from the tubing. Additionally, the tubing was found to be discolored. All tubing measurements were within specification limits. Leak and clear passage testing were performed with no issues noted. The reported issue was confirmed. Upon completion of the evaluation or if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.